Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) regarding a patient receiving lioresal (500 mcg/ml, 102.55 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. Information received reported the patient had an magnetic resonance imaging (MRI) performed on (B)(6) 2019 and did not have their pump checked post-MRI. The hcp stated that they were being seen for the first time today ((B)(6) 2019) and upon interrogation of the pump, they saw a motor stall had occurred on (B)(6) 2019. The hcp reported a motor stall recovery was noted today ((B)(6) 2019). The MRI was not due to a suspected problem with the device or therapy. Re-interrogation of the pump resulted in a motor stall recovery recorded in the pump logs. There were no symptoms mentioned during the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.